Manufacturer narrative:
The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that on a surgical floor, an unspecified secondary infusion was programed at a rate of 150ml/hour and was to infuse for one hour. The programmed volume was not delivered.

Event description:
It was reported that on the surgical floor, an unspecified secondary infusion was programed by the rn at a rate of 150ml/hour, and was to infuse for one hour. The programmed volume was not delivered. Although requested, there is no additional information available.

Manufacturer narrative:
The customer¿s report of an under-infusion was not confirmed. Log analysis results: the pcu event log contained no obvious programming errors for the rates of the secondary infusion that would result in the reported event. Inspection: only the device logs were received for investigation. Test results: log review only. The pump module, disposable set and dataset were not returned for investigation. The starting/ending volume of the fluid container could not be determined through device logs. The root cause of the customer¿s report of an under-infusion was not identified. No device received-log review only.